Event description:
It was reported that, "pt received a reliance (#3) stem and bipolar to treat a fractured hip. Pt developed pain because of migration of cup into acetabulum, stem well fixed bipolar converted to a 54mm titanium cup with a 40mm insert."

Manufacturer narrative:
Device not returned due to hosp policy. No eval will be performed. Should device become available with additional info, a supplemental report will be issued.